Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-10565, 1627487-2012-10566. It was reported the patient has an occipital nerve stimulator system. Diagnostic testing identified invalid impedances. The lead extension and two leads were removed and replaced. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.